Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2016. The site has indicated that the incident sample will not be returned. Additional questions in regard to the incident have also been asked. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the device did not adequately seal during use in a laparoscopic hand assisted vasectomy. The device would activate normally and end tones were heard, but minor bleeding would occur after cutting. No patient injury resulted.